Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9758389.

Event description:
According to the available information, during percutaneous nephrostomy catheter insertion, the mandrel remained stuck to the catheter. The kit was changed.

Manufacturer narrative:
The review of the complaint history database revealed no trends for the lot number 9758389. Checking the quality databases revealed this type of defect is known and closely monitored. A similar case study was performed based on same family product pcn, same defect: functionality mandrin stuck from july 2020 to july 2024: (B)(4) similar case were found. It is concluded that the risks identified are still acceptable and considered as safe.